Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "tortured" when the implantable cardiac monitor was implanted and that it was "put...in the wrong place." The device was explanted and replaced. No further patient complications have been reported as a result of this event.